Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused thrombosis and failed retrieval. The patient reported becoming aware of blood clots, clotting and/or occlusion of the inferior vena cava (ivc), approximately nine years and six months post implant. The patient also reported undergoing an unsuccessful percutaneous removal procedure six weeks after the index procedure. The patient also reported anxiety related to the filter. According to the medical records the indication for the filter implant was a history of extensive left lower extremity deep venous thrombosis (dvt) with pulmonary embolism. The patient had extensive left common iliac thrombus extending into the inferior aspect of the inferior vena cava with perhaps 70% obstruction of the right iliac vein outflow. Additionally, there were collaterals noted, likely because of the known left iliac dvt and obstruction. The filter was placed via the right common femoral vein and deployed in an infrarenal position without complications. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombotic injury was reported. Blood clots, clotting and/or occlusion of the filter and/or the vasculature does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underling patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of extensive left lower extremity deep venous thrombosis (dvt) with pulmonary embolism. The patient had extensive left common iliac thrombus extending into the inferior aspect of the inferior vena cava with perhaps 70% obstruction of the right iliac vein outflow. Additionally, there were collaterals noted, likely because of the known left iliac dvt and obstruction. The filter was deployed via the patient's right common femoral vein. It was placed into an infrarenal position without complications. Additional information received per the patient profile form (ppf) states that the patient experienced an unsuccessful percutaneous removal procedure six weeks after the index procedure. The patient also experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient became aware of these reported events approximately nine years and six months after the index procedure. The patient continues to experience anxiety and worry related to the filter.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter was associated with thrombosis. In addition, the patient reported having undergone a failed filter retrieval. Details regarding this procedure were not provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Thrombosis within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to thrombosis and failed retrieval.